Event description:
Physician applied a pair of size 8 sterile gloves and stated his hands began to burn. Gloves were removed and washed, burns noted on right hand, thumb, ringfinger, and middle finger. Silvadene ointment applied.